Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the broken or crushed legs on the integrated circuit, designator u1, was determined to be due to the positioning of the therapy wire harness being out of specification.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench after the monthly test. During initial evaluation, physio-control observed that the device was not able to provide defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and observed a service wrench in the device's readiness indicator and an event code logged in its memory. The customer was subsequently provided with a replacement device. Physio-control further evaluated the device and verified the device was not able to provide defibrillation energy. The cause of the reported issue was determined to be due to a tywrap on a ferrite bead of the therapy harness pushing down on the integrated circuit, designator u1, on the analog pcb assembly at legs 8 and 9. This pressure resulted in the solder connection of leg 16 to break.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench after the monthly test. During initial evaluation, physio-control observed that the device was not able to provide defibrillation energy. There was no patient use associated with the reported event.